Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer changed his infusion three times prior to being hospitalized. The insulin pump had given the customer a no delivery alarm on the night prior to hospitalization, and the infusion set was changed. Troubleshooting was performed. All programming was correct, and the insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.